Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer changed their infusion set and received another occlusion alarm. The customer's blood glucose (bg) level was 398mg/dl and a manual injection was administered to address the bg level. A pump system check was performed and the occlusion was found to be within the cartridge. The customer was to change their supplies and resume insulin delivery.